Manufacturer narrative:
The thermogard console associated with this complaint was not returned for evaluation. On (B)(6) 2022, the customer found that before the thermogard console was turned on, the suk had been set-up and that the empty air trap had been in the sensor. When the air trap was removed from the sensor, the thermogard console powered up and mid:09 was not replicated. No further action required from zoll.

Event description:
During device testing, the thermogard ivtm system (sn# (B)(4) displayed a mid:09 (air trap assembly) error message and didn't power up. The thermogard vtm system was rebooted, but the issue wasn't resolved. No patient involvement.